Event description:
This rv lead was explanted due to loss of capture and loss of sensing. This lead was also damaged during the explant.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the leads were checked visually, electrically, and mechanically. The safio showed the explantation damage mentioned in the complaint text at 19 cm to 24 cm distal of the is-1 connector pin. In this area, the insulation was sliced through by cuts, and the outer conductor helix was severely deformed. Otherwise, no damage could be found that might have contributed to the clinical complaint. Especially the electrical analysis, during which the passage through the conductor fragments was measured, did not show any abnormalities.during the inspection of the solia, there were also no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and free of defects.the manufacturing process of the two leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly.in summary, there were no indications of a material defect or manufacturing error.